Event description:
It was reported the pt is experiencing loss of stimulation following a fall. It was also reported the pt has fallen on two other occasions; however, stimulation was not affected. X-rays are to be taken as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.